Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient's implantable neurostimulator (ins) had experienced an overdischarge. It was further reported the patient experienced "shortened recharge intervals after a physician restart" of the ins was performed. The patient's recharge schedule was analyzed and the patient was reprogrammed for less energy consumption, but in the end the patient's ins was replaced due to the issue. The replacement of the ins resolved the issue. The patient was alive with no injury at the time of report. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Correction: please note that conclusion code and result code no longer apply to this report. Analysis of the implantable neurostimulator (ins) found the device had ¿reduced capacity due to overdischarge.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from the manufacturer representative regarding the circumstances that led to the overdischarge. It was reported the patient had been ill for quite a while. During this period, she had not recharged her ins.